Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis multifocal intraocular lens (model zlb00 +14.0 diopter) was explanted from the patient¿s right eye in a secondary procedure because the patient was experiencing extreme blurry vision, halos and difficulties seeing up close. Reportedly, the patient was feeling dizzy frequently, as if something was not right making the patient feel off. A monofocal za9003 +19.0 diopter was implanted as a replacement. There was no incision enlargement, no sutures were used and no vitrectomy was required. The patient tolerated the procedure well and was in stable condition. The customer commented that the explanted lens is not available for evaluation. Visual acuity pre-op (pre-initial implant): 20/30 -2. Visual acuity post-op (post-initial implant): 20/30 -2. Visual acuity post-op (post-replacement): 20/400; reading: j1+ (the account highlighted the fact that the patient received mono-vision in this eye with monofocal lens). No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.